Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation. Production records indicate the unit was assembled in may, 2015 and it was confirmed that the castors are the original castors. The user facility provided a photo of the suspect device and it was determined that the castors were flattened in spots. A conclusive root cause could not be determined. The instructions for use (IFU) advises "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service."

Manufacturer narrative:
The device was not returned to olympus for evaluation and a possible cause was not identified.

Event description:
A user facility reported to olympus that their cart wheel was causing the workstation to shake and items to fall off when moving the workstation. No user and patient injury or harm associated with the reported problem occurred. There was no reported damage to equipment associated with the reported problem.